Event description:
It was reported that prior to implant, while still in the package, the device was found in bvvi mode. This device was not implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of device reset was confirmed bad mcu data write. This is known to occu when interference with 8k telemetry. The interference can corrupt telemetry frames and result in backup vvi.